Event description:
It was reported that the patient's right atrial lead was unable to sense and capture. Furthermore, the ra lead exhibited low pacing impedance. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and low pacing impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead found no anomalies except the over-torqued inner coil consistent with procedural damage.